Event description:
The report is being filed upon notification from our mr manufacturer in (B)(4) to submit this incident that occurred in (B)(6). The pt had a mr procedure. The pt was scanned with the sense body coil. Immediately after the scan, a second degree burn with a 2 - 3 cm blister was observed at the place there the coil cable was touching the pt. It has been difficult to get specific event info from the site. The details about pt and coil positioning are unk.

Manufacturer narrative:
Conclusions: it seems that no measures were taken to separate the coil cable from the pt. Also, it was mentioned that the coil cable was warm. The nurse call was damaged and did not function properly which may have resulted in a pt alarm not being heard. The heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between cable and pt and a high sar value may have contributed to the burn. Although no visible damage was observed on the outside, the internal shielding of the coil may be damaged. Depending on the position of the coil and the pt this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict, because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instruction for use already contains warnings related to coil and cable positioning.